Event description:
It was reported that an 840 ventilator had a communication issue between gui (graphic user interface) <(>&<)> bd (breath delivery) cpu (central process unit) - during set up. The ventilator was not on a patient at the time of the event. The service engineer replaced the gui cpu pcb installed new software level ak performed all tests per service manual, all calibrations, est, sst, pvt - all tests passed.